Event description:
It was reported that the pacing impedance had increased significantly since 2021 and capture thresholds were significantly high on the right ventricular (rv) lead. Previous tachy therapy had successfully converted the patient's rhythm from arrythmia implying high voltage therapy did not appear to have been affected. Tissue interference in the myocardia was suspected. Programming changes were made. The physician planned to monitor. The patient was stable.